Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub nurse reported that liquid was sprinkling from the plastic part of the trocar port. The product was replaced and the procedure was completed without any complication.

Manufacturer narrative:
A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eleven additional complaints associated with the lot for the reported issue. One opened trocar hub/cannula assembly was received for evaluation. The sample was visually inspected. The hub and cannula were found to be deformed and the sample had an open valve. There was no damage observed to the top of the cannula or to the septum seal. Photos of the trocar in surgery were provided for evaluation. One of the three trocar is leaking out of the side of the trocar. The evaluation found the hub and cannula to be deformed and the valve to be opened. The deformed hub and cannula is the most likely root cause of the leakage reported by the customer and seen in the attached photo. The sample was used in surgery and was received open, therefore, the exact root cause of the deformed hub and cannula cannot be determined from this evaluation. The most likely root cause of the open valve is the deformed hub and cannula. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for damage to the hub, cannula, and valve. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).